Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all info known by the reporter upon query by hospital personnel.

Event description:
The customer contact reported device alarmed with a s321 (motor error-pcm, left) malfunction alarm code. The device was returned to the biomedical dept for an unspecified reason. There was no reports of any adverse patient events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s321 malfunction alarm code was noted. No add'l info was provided.